Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53f21. (B)(4). Additional information was requested and the following was obtained: just to confirm, did the device deliver any staples or a cut line before jamming? No. If yes, were the cut line and staple line approximately equal in length? Was there any difficulty opening the device when it jammed? Yes. If yes, how was the device removed from the tissue? Na. If yes, was the knife reverse switch attempted? Yes. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Na. Was buttressing material utilized? If so, which product? No. The surgeon tried the knife reverse switch, but it did not work. The device was removed from the patient by sliding the tissue out of the device jaws. Once outside the patient, the manual override was used to open the jaws. The analysis found that one psee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reverse button force worked as intended. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the stapler jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.